Event description:
Intermittent, communication loss at the central monitoring system (cns) for all devices on the 3rd floor. Communication loss occurs every few seconds with dropout lasting 2 to 3 seconds. This is a telemetry system with 3 org receivers on a 10.10.96.x network. Reference MFR # 8030229-2014-00063.